Event description:
Boston scientific received information that loss of capture, dislodgement and migration of the right ventricular (rv) lead was noted during a revision procedure. This occurred due to the reel syndrome which was the result of insufficient suturing. This lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the complete lead was returned. Visual inspection noted blood in the helix mechanism. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.